Event description:
During the surgery a part fell off the plier. Customer did not find it, but it fell on the floor not in the wound. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The additional investigation showed that one cutting edge was broken off. The instrument was analyzed for conformance to print specification. No abnormal findings were identified. We are not able to determine the exact cause which has led to this breakage. We can only assume that the user did not place the wire completely down in the cutting slot. Consequently, the force applied had an effect on the cutting edge only and broke it easily. The instrument was manufactured according to the specifications.